Event description:
It was reported that there was a lead fracture. The patient presented with complaints of dizziness. The lead was oversensing noise and inhibiting pacing. The lead was replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.